Manufacturer narrative:
Section d9: device available for evaluation? Yes; returned to manufacturer on: 03/06/2021. Section h3: device evaluated by manufacturer? Yes. Device evaluation: the dcb00 product was not returned in its original package. Visual inspection using magnification was performed to the returned sample and the plunger and pushrod was observed in advanced position residues of lubricating material were observed on cartridge. The cartridge tip was observed deformed and crack. The lens was not returned, its remains implanted. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported was verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight, ethnicity: information unknown/not provided. Date of event: unknown, not provided, the best estimate is (B)(6) 2021. If implanted, give date: information unknown/not provided. If explanted, give date: not applicable as the device remains implanted. The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the dcb00 tip cracked at the end. The issue was noted after the insertion of the lens into the patient¿s left eye. It was indicated that there were no issues with the patient and that the lens was implanted. There were no surgical interventions such as vitrectomy, incision enlargement, or sutures required. The patient was fine, and no issues were reported. The lens remains implanted. No further information was provided.